Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported had high blood glucose and insulin pump not able to complete the prime process. Customer stated he got no delivery and his blood glucose was 458 mg/dl, and he treated with manual injection. Customer was unable to complete the prime rewind process. Troubleshooting was done for prime rewind. Customer's blood glucose was 332 mg/dl and he treated with manual injection. Customer stated did not receive 2nd series of beeps nor did numbers appear on the screen during the troubleshooting. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, and minor scratches on the lcd window.